Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. The investigation determined the reported difficulties appear to be related to user technique and/or an interaction with patient anatomy and the subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The other four proglide devices referenced are filed under separate manufacturing report numbers.

Event description:
It was reported that suture placement in a common femoral artery was attempted with proglide devices, using the preclose technique with a 6f sheath, prior an interventional aneurysm procedure. Reportedly, when the plungers of all five proglide were pulled out, there was no suture; cuff misses were noticed. A decision was made to delay the procedure. Hemostasis was achieved with manual arterial compression. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. No additional information was provided.